Event description:
During surgery when trying to attach the leg plate to the table top the user squeezed the tip of their finger between the small cylinder of the leg plate and the correspondent hole of the table top. This caused an abrasion of skin on the tip of the users finger. The wound was rinsed and bandaged. (B)(4).

Manufacturer narrative:
There was no malfunction of the device. It seems that mishandling of the device led to the injury. The leg plate is equipped with a mechanical interface which is used on many similar leg plates. This is an isolated case. Maquet has never received information about a similar case. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.